Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
On (B)(6) 2006, the device was implanted to the patient with brain hemorrhage ((B)(6)-year-old male) after implantation, it was found that the surface of the device was exposed from the flank. Since an infection was suspected, the device was removed on (B)(6) 2015. The patient¿s condition is stable after the removal.